Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and as a result the touchscreen became shattered; but remained functional. Reportedly, the customer¿s blood glucose (bg) became elevated; however, bg value was not provided. Although requested, no further information was provided regarding this issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.